Event description:
Patient admitted to hospital with neurological issues. Posey bed alarm system (alarm and sensor) were utilized to alert staff in the event the patient attempts to get out of the bed. Patient was found away from the bed in the bathroom, lying face down on the floor. Hospital staff report alarm did not activate during the event. Hospital engineering staff report that inspection of the alarm and sensor found them to be in good working order and unable to reproduce the "failure." Investigation is still ongoing. Alarm is being returned to posey for further evaluation.